Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device passed back light check. No back light anomaly noted. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 595 mg/dl. Customer had blood glucose levels of 500 and 559 mg/dl. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.